Event description:
It was reported that when the contractor was replacing the water, after turning on the power an error 75 (non-recoverable system error) occurred on the arctic sun device. Per review of wo on (B)(6)2022, there was no patient involvement. Per follow up information received via email on (B)(6)2022, the device was under customer's facility. The date of event occurred as (B)(6)2022. The vendor rebooted the system 3 times and it improved. Per sample evaluation results received on (B)(6)2022, mixing pump was found defective and it was not replaced. During evaluation, error 75 (non-recoverable system error) was not reproduced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when the contractor was replacing the water, after turning on the power an error 75 (non-recoverable system error) occurred on the arctic sun device. Per review of wo on 20-oct-2022, there was no patient involvement. Per follow up information received via email on 21-oct-2022, the device was under customer's facility. The date of event occurred as 17-oct-2022. The vendor rebooted the system 3 times and it improved. Per sample evaluation results received on 29-nov-2022, mixing pump was found defective and it was not replaced. During evaluation, error 75 (non-recoverable system error) was not reproduced.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was a mixing pump failure. During evaluation, it was confirmed mixing pump was found defective. Device was returned unrepaired. The did not meet specifications and was influenced by the reported failure. The device was not in use on a device patient. DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Therefore, labeling review was not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.